Event description:
It was reported that the patient's post-operative course was complicated by bowel ischemia which required a total colectomy and end ileostomy. Despite maximal support the patient developed multi-system organ failure and ultimately passed way on (B)(6) 2022. It was noted that the patient had been on extracorporeal membrane oxygenation (ECMO) prior to implant and ECMO support was discontinued on (B)(6) 2022. The device operated as expected and the patient's death was not considered to be device related. The pump was not returned for evaluation.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bowel ischemia and patient outcome due to multiple organ failure could not be conclusively established through this evaluation. (B)(6) will reportedly not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.